Event description:
After almost 5 years of implantation, the device was removed due to the patient needed an upgrade to a crt-d device. However, during the re-intervention, the svc coil on this ICD was found loose. The rv coil was found to be tight even though the continuity reading was open. It was reported that on the day after implantation, on (B)(6) 2007, the svc and rv coil continuity checks were open. The svc coil was turned off at that time and dft testing was performed a couple of weeks later and the device was functioning normally. The device was returned to the manufacturer for analysis. A new sorin paradym ICD was implanted.

Event description:
After almost 5 years of implantation, the device was removed due to the patient needed an upgrade to a crt-d device. However, during the re-intervention, the svc coil on this ICD was found loose. The rv coil was found to be tight even though the continuity reading was open. It was reported that on the day after implantation, on (B)(6) 2007, the svc and rv coil continuity checks were open. The svc coil was turned off at that time and dft testing was performed a couple of weeks later and the device was functioning normally. The device was returned to the manufacturer for analysis. A new sorin "paradym" ICD was implanted.

Manufacturer narrative:
(B)(6), 2012.the analysis on this device is pending.

Manufacturer narrative:
(B)(4) 2012 - the analysis on this device is pending. (B)(4).